Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the last couple months the ins charging duration had been "erratic" for it took the pt 25 minutes to 1 hour and 25 minutes to charge the ins. Pt charges everyday starting with the ins battery of either 50% or 60%. Pt verified that their stimulation was on when recharging ins. Pt said the controller no longer signals that the ins charging session is done even though controller displays 100%. Patient services (pss) reviewed ins charging duration with pt.